Manufacturer narrative:
Additional devices included on this report are as follows: catalog #dsf1233/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, improper component placement and occlusion of device or native vessel. Furthermore, the IFU notes that the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or >60° angulation of the proximal aortic neck.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly the patient's proximal aortic neck was highly tortuous and the length was short (approximately 15mm). After the trunk-ipsilateral leg component was deployed at below the level of tortuosity, two gore® excluder® aaa aortic extender components were deployed proximally. Reportedly the aortic extender component that was placed most proximal partially covered the patient's left renal artery unintentionally. It was reported that there was no obstruction of blood flow despite the partial coverage by the device. No additional treatment was performed. The patient tolerated the procedure.